Event description:
It was reported that when the patient was connected to the anesthesia system after induction and mechanical ventilation was started, no chest expansion performed. The patient's measured saturation level decreased to approximately 50 %. The patient was disconnected from the system and manually ventilated with a bag-valve-mask and the patient saturation level became normalized within two minutes. The patient final outcome was no injury. Manufacturer's reference #: (B)(4).